Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus china (osh) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, since about only one and a half years have passed since the subject product was manufactured and the phenomenon was not reproduced by the osh, it is presumed that electrical contact temporarily failed by the user connecting the endoscope to the subject product without sufficiently drying the electrical contacts of the video connector, or by the user cleaning the video connector socket. Or, the image flicker occurred because the user left foreign substances such as dust, dirt, and chemical liquid residue temporarily adhered, and then a stable video transmission between the endoscope and video processor could not be conducted. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device was flickered. The user completed the procedure with the subject device. Olympus china checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with the event.